Manufacturer narrative:
At the time of this report, mentor has received no information regarding the expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor breast implants experienced bilateral anisomastia and breast mass postoperatively. The patient reported feeling lumps in the breasts, and the breasts are also deformed. The patient is concerned for her health and is considering explantation; however, mentor has received no information regarding the expected explantation date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the first of two implants.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient suffered from right malposition and bilateral capsular contracture baker grade iii/IV on the right side and ii on the left side. In addition, the date of implantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the affected devices were left side: mentor memorygel breast implant 450cc, catalog number 3507450bc , sn (B)(6), lot 5932015 and right side catalog 3507450bc, sn (B)(6), lot 5932015 on (B)(6) 2021 , a manufacturing record evaluation was performed for the finished device 5932015 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).